Event description:
On (B) (6)2010, the pt was implanted with an scs system. The doctor performed a laminectomy and passed the lead, which went into the gutter on the pt's right side. The doctor left the lead in place and closed the pt. Post operation in the recovery room, the sales representative tried programming the pt, but the pt was unable to feel stimulation on any of the contacts. An x-ray was taken and revealed that the paddle portion of the lead had moved out of the epidural space. On (B) (6)2010, it was reported that the pt was revised on (B) (6)2010. The paddle portion of the lead was repositioned. The doctor secured the lead with anchors. Post surgery the pt did not notice an improvement, but reported feeling the stimulation in his stomach. It is unk if the system will be explanted.

Manufacturer narrative:
Evaluation - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.